Event description:
It was reported that a merlin.net transmission revealed an increase in hv lead impedance. There were no adverse consequences to the patient and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.